Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp(omsc). But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. The physical findings of the subject device were not reported. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows. On (B)(6) 2018: the suction channel and the auxiliary water channel: enterococcus spp., escherichia coli and enterobacter aerogenes(152 cfu/ml). The user facility reprocessed the subject device again, but the microorganisms(4 cfu/ml) were detected in the rinse liquid. The subject device had been brushed manually using a non-olympus cleaning brush(fendo-medizintechnik, fe-d1001 wcr) and disinfected using non-olympus automated endoscope reprocessor(mmm / bht, uniclean pl endo 4 lt cc) with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result for the subject device by olympus (B)(4). The evaluation confirmed the following, but the causal relationship between the following and the reported event was unknown. Lg lens is damaged. Ccd lens is scratched, chipped and cracked. If additional information becomes available, this report will be supplemented.